Event description:
Info was received that reported a pt was hospitalized at 0700 with hyperglycemia. The reporter stated that on the previous morning, the pt changed the cartridge, tubing and infusion site. He did not check his blood glucose until later that evening and found it was high, took a correction bolus then went to bed. He awoke the next morning vomiting, his blood glucose was over 500, and he was spilling ketones; he was transported to the hosp where he was treated with an insulin drip and IV fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed. No anomalies were found. No operational or functional failure was detected and the product was within specification.